Event description:
An insect was found in the packaging of clave connector. The lot is being pulled and returned to the sales representative for the manufacturer. No patient injury involved with event.